Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex (cx) artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed twice with a non-abbott balloon; however, the balloon would not cross for a third inflation. The mini trek balloon was then used three times at 8 atmospheres (atms), 12 atms, and 14 atms, for 10 seconds each. The mini trek was removed, and delivered again for additional pre-dilatation; however, resistance was noted with the proximal cx lesion. Eventually, the mini trek crossed, and was delivered to the distal target lesion; however, blood was observed in the extension tube connected to the trek. It was noted that negative pressure had been applied during advancement. After removal from the anatomy, positive pressure was applied, and a rupture was noted in the distal end of the balloon. Another trek was used, and a xience was implanted to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, return of the balloon catheter may have aided the investigation. However, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized three times without incident, this indicates that the balloon was not damaged prior to the procedure. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. In this case, the lesion was characterized as heavily tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing for balloon ruptures met manufacturing criteria. In this instance, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.